Event description:
It was reported that 2 days after undergoing a da vinci-assisted nipple sparing mastectomy, the patient started to have necrosis on the left breast. Per the surgeon, the necrosis was "on the left inner quadrant (2 cm2) next to nipple-areola complex" and apparently in a fragile area. The root cause of the necrosis could not be determined according to the surgeon. Medical treatment for the post-operative complication included the use of a greasy bandage and then dry bandages. Ultimately surgical containment of the necrosis on the left side was performed. Non-robotic surgery was required to remove the necrotic tissue. The surgeon indicated that a "2 cm2 from skin only (no nac)" was excised. Another surgery was performed on (B)(6) 2022 to remove scar formation and to replace the prosthesis. There was no reported device malfunction was associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure or a summary of relevant errors that were observed. No image or video clip for the reported event was submitted for review. On (B)(6) 2022, an intuitive surgical inc. (Isi) medical safety officer reviewed the event information and provided the following conclusion: the extent to which the da vinci system may have caused or contributed to the post operative complication cannot be determined. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted nipple sparing mastectomy procedure, the patient started to have skin necrosis on the left inner quadrant area of the left breast. A subsequent non-robotic procedure was performed to remove the necrotic tissue. Ultimately, another surgery was performed to remove the scar formation and for prosthesis replacement. The cause of the necrosis is unknown. There was no reported device malfunction was associated with the event.